Event description:
Customer reported unexpected negative results when testing a donor sample using capture-r ready screen (pooled cells (crrs pooled) on the galileo. Repeat testing using the same sample was also negative.

Manufacturer narrative:
Review of instrument results:crrs pooled, sample in well e7:e7- neg result / 15 reaction strength- visually positiveroi appears to be correct for this well.plate events did not show any errors for this well/ platerepeat testing of the sample in well e11:e11- neg result / 17 reaction strength- visually positiveroi appears to be correct for this well.plate events did not show any errors for this well/ platecannot rule out a reagent problem occurring on initial testing.